Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The cause for the communication failure was isolated to component damage on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. There was no death or device malfunction contributing to the defibrillation event. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Several gel fault flags after the treatment was delivered were observed in the download and evaluated. It was determined that this fault flag was not associated with the detection and delivery of the inappropriate shock and did not represent a reportable malfunction. The gel circuitry functioned properly during the treatment and all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. The belt evaluation is currently underway. Upon investigation the belt was unable to communicate with a test monitor. A supplemental report will be submitted upon completion of the root cause investigation. There is no indication of a device malfunction contributing to the reported inappropriate defibrillation as the belt was able to appropriately acquire an ECG signal and deliver a full energy pulse in the field. Device manufacture date & device usage: monitor: 08/25/2015 - initial use, electrode belt: 06/15/2015 - initial use. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was lack of response button use by the patient, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as atrial fibrillation with a rapid ventricular response exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. A secondary cause was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on (B)(6) 2016 to report that a patient experienced an inappropriate defibrillation event while at home. Atrial fibrillation with rapid ventricular response at 160 bpm and motion artifact contributed to the false detection. The patient was reported to be making her bed at the time of the event. The patient reported that she heard the alarms and pressed the response buttons. Per review of the event the response buttons were pressed during earlier detection sequences but were not pressed during the treatment sequence that resulted in the treatment shock. The patient went to the ER following the treatment and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: the monitor (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Several gel fault flags after the treatment was delivered were observed in the download and evaluated. It was determined that this fault flag was not associated with the detection and delivery of the inappropriate shock and did not represent a reportable malfunction. The gel circuitry functioned properly during the treatment and all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt (B)(4) was returned to zoll manufacturing corporation for investigation. The belt evaluation is currently underway. Upon investigation the belt was unable to communicate with a test monitor. A supplemental report will be submitted upon completion of the root cause investigation. There is no indication of a device malfunction contributing to the reported inappropriate defibrillation as the belt was able to appropriately acquire an ECG signal and deliver a full energy pulse in the field. Device manufacture date & device usage monitor: (B)(6) 2015 - initial use. Electrode belt: (B)(6) 2015 - initial use. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock events was lack of response button use by the patient, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as atrial fibrillation with a rapid ventricular response exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. A secondary cause was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion poor ECG contact with skin inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest.

Event description:
A us distributor contacted zoll on (B)(6) 2016 to report that a patient experienced an inappropriate defibrillation event while at home. Atrial fibrillation with rapid ventricular response at 160 bpm and motion artifact contributed to the false detection. The patient was reported to be making her bed at the time of the event. The patient reported that she heard the alarms and pressed the response buttons. Per review of the event the response buttons were pressed during earlier detection sequences but were not pressed during the treatment sequence that resulted in the treatment shock. The patient went to the ER following the treatment and continued use of the lifevest.